Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while pulling-back the angio-seal device, the whole device at the third last step of device deployment, there was no resistance felt, and the device was pulled out of the artery. Hemostasis was achieved with manual compression. With visual inspection, the collagen was noted partially compacted at the end of suture, which was few centimeters outside of the angio-seal sheath. There was no anchor visible next to the collagen. A 6fr sheath was used. A pre deployment angiogram was performed. There were no other devices or equipment used with the reported product. The patient condition was stable. Additional information was received on 11feb2020. The overall condition of the patient was good. There was no testing performed to confirm the anchor was not detached and within the patient's anatomy; it is most likely the anchor is still in the patient. The patient's pulses were good. Additional information was received on 02mar2020. A squeaking sound was not heard as far as doctor recalls during pull back of the device. The force was not greater than usual on the suture while pulling back the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6f angio-seal evolution was returned for product evaluation. The evolution body assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was mated with the evolution device body and the deployment sleeve was in a rear lock position with colored bands fully exposed. The suture and compacted collagen hung from the tip of the sheath. There was no anchor returned separately or attached to the collagen/suture knot. The compaction tube was found to be partially released from the device. The button was pressed and was stiff (hard). Fluoroscopic analysis of the device was conducted, and the tamper tube was found to be connected to the rack and there was a noticeable kink in the sheath at distal end of the hub of sheath. No other visual anomalies were noted. Functional testing was performed, and the compaction tube was removed manually. The button was pressed and held, and the suture was withdrawn by pulling manually. The suture was released as intended and no functional anomalies were noted. The device was disassembled and the gearbox assembly visually inspected. The rack had been fully advanced to its distal movement stop. The suture could be seen tethered to the suture stake. No suture was present on the spool. No gross visual anomalies were observed with the gearbox assembly. Dimensional testing was performed, the outer diameter of the compaction tube was measured to be 0.054'' within the specifications of 0.055 +/-0.002. All measurements were within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.